Manufacturer narrative:
Sections with additional information as of 09-dec-2024: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 16-oct-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Customer stated he had gone to the ER on (B)(6) 2024. Customer's blood glucose test result at the ER had been 280 mg/dl pm fasting. The diagnosis was high blood glucose and customer was given fluids. Customer had been discharged the same day. Customer stated that his primary doctor changed his medication (did not specify what medication) and also recommend he change his diet. The customer had performed blood test using the true metrix go meter on 10/16/2024 and had obtained blood glucose test result of 240 mg/dl am fasting. Customer stated he was satisfied with the result he got from the meter. Note 2: manufacturer contacted customer in a follow-up call on 24-oct-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-2 and e-3) and high blood glucose test results. The customer reported symptoms of dry mouth, shaky, and weakness in his legs; customer stated he would seek medical attention and go to the ER. During the call, a blood test was performed by the customer non-fasting and produced test result of 440 mg/dl using true metrix go meter. The customer¿s expected blood glucose test result range was not provided. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 02/28/2026 and test strips were opened on the day of the call. The meter memory was not reviewed for previous test result history.